Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it failed per specification due to low readings. Unable to perform needle anomaly due to customer did not return needle sensor only; also found cannula bent. Unable to confirm customer received sensor in said condition due to customer returned opened and used.

Event description:
It is reported that the patient experienced a low blood glucose level. Level at the time was 30mg/dl. Trouble shooting was conducted and we explained the possible reasons for a low blood glucose level to the patient. The device is not being returned. No further information available.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.